Event description:
It was reported that a user experienced brief loss of cgm data transmission from a newly inserted dexcom g7 to the ilet bionic pancreas while glucose readings remained visible on the dexcom app, and the ilet displayed ¿sensor reconnecting¿ with a menu prompt indicating replace or stop sensor; readings subsequently reappeared on the ilet home screen, consistent with transient signal loss. Symptoms included no reported adverse clinical effects. Outcomes included no impact to health and no medical intervention or hospitalization. Investigation included customer interview and device-use troubleshooting and education. Investigation of this case revealed transient communication interruption between the cgm and the ilet that resolved without product replacement. It was concluded that the event was due to temporary cgm-to-pump signal loss with normal operation restored and no patient harm.